Event description:
It was reported the patient was in a bad accident the lead migrated. Surgical intervention was undertaken during which the drg system was explanted. Note: it is unknown which lead has migrated.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9185219. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.